Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for an ep study. A philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up. Review of the system log file states that the flexvision pro drive was not communicating with system. The fse checked the com cable and switch, loaded software and replaced flex eppc but issue was not resolved. Fse found that device need to be reload software. After replacement of flex eppc and reload of software system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot at all. The system was in clinical use. The patient was moved to another room for the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvision pc. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.